Event description:
A male patient who received op-1 putty in conjunction with 5 cc's of calstrux in 2007 for an ankle fusion experienced excessive swelling around the surgery site and drainage. Treatment included additional surgery to remove the product. The surgeon suspects the events were related to the use of op-1 putty. Outcome was unknown. Additional information will be requested.